Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product arced.

Event description:
It was reported that the product arced.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: micro hole that caused electrical current. Probable root cause: poor autoclave reliability; contact forces; use error; insulation damage or inadequate insulation from manufacturing/ servicing. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text: 81.